Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified non-cardiac event on or about (B)(6), 2008, a cardiovascular event on or about (B)(6), 2009, another cardiovascular event on or about (B)(6), 2010 and expired on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (unspecified non-cardiac) of four events reported for the same patient involving two separate products.